Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he sees shimmering light and radiating lines like starlight. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. At the request of the consumer, the surgeon was not contacted. (B)(4).